Event description:
On (B)(6) 2007 MRI shows positive diskography at l5-sl with significant diskogenic pain felt to be concordant with abnormal diskography ID entified, diffuse fissuring of contrast material and annular tear seen posteriorly. Abnormal diskography at l4-l5 and with annular tear seen left far laterally correlating with postmyelographic CT exam but without diskogenic pain elicited at this level. Essentially controlled diskography at l3-l4 with normal diskogram witbout diskogenic pain attested to. It was reported that the patient presented with back pain and pain in the left leg. The patient had a lumbar diskogram on (B)(6) 2007 demonstrating concordant pain at the l5-s1 level. On (B)(6) 2008 the patient underwent an l5-s1 tlif using nuvasive devices, rhbmp-2/acs, and local bone. No complications were noted. Transforaminal lumbar interbody fusion of l5-s1 with pedicle screws at l5-s1 measuring 5.5 x 45, intervertebral device measuring 10mm x 9 x 30. During posterolateral fusion, bilateral removal of lamina for decompression of the nerve roots, and surgical navigation with microscopic dissection. On (B)(6) 2008 the patient presented with low back pain, post laminectomy syndrome, and pain in the limbs. A CT myelogram was performed which demonstrated ¿360 fusion from l5-s1 best assessment of the incorporation achieved on CT exam without convincing instabilityseen. Blunting asymmetrically of the left s1 nerve root sleeve in addition to minimal blunting of both l5 nerve root sleeves. Moderate degree of effacement of the ventral subarachnoid space at l5-s1 and a small degree at l4-5. No convincing findings for arachnoiditis is identified.¿ on (B)(6) 2009 the patient presented with low back pain. Radiographic imaging demonstrated no evidence of acute fracture or malalignment. The vertebral bodies and disc heights are in normal limits. Atherosclerotic calcification of aorta is noted. The soft tissue is unremarkable. On (B)(6) 2009 the patient presented with lumbar radiculopathy. A CT of the lumbar spine demonstrated fusion l5-s1. ¿evolving bony ridging left paracentrally at l5-s1 deforming the left s1 nerve root sleeve protruding by 4-5 mm.¿ on (B)(6) 2010 the patient presented with a lumbar compression fracture. MRI demonstrated ¿relative acute fracture at l1 loss of height of 15%with involvement of both the anterior and posterior column. Small degree of bony retropulsion and antropulsion disruption of the anterior longitudinal ligament t12-l1 appears to be present. Findings otherwise appear similar appearance to prior mr exam.¿ on (B)(6) 2011 the patient presented with a history of lumbosacral nerve root lesion. A CT scan demonstrated ¿postop changes with fusion again from l5 to s1 with adequacy positioning incorporation transpedicular screws and rods. Bony plug and orthopediccage again seen across the disc space demonstrating tenuous incorporation of the left side with failure again of solid osseous incorporation across the right side of the disc space. Posterior bony ridging of 5 to 6 mm again seen left paracentrally with associatedfacet arthropathy deforming again the left s1 nerve root sleeve similar to the exam of 2009 without compromise of the canal. Moderate degree of left peripheral stenosis is seen at this level.¿ on (B)(6) 2011 the patient presented for revision surgery with constant pain in her back with radiation to the left leg. The patient underwent a revision l5-s1 fusion to treat pseudoarthrosis with extrusion of the interbody device. Per the operative report, intraoperative findings included ¿intervertebral device at l5-s1 was piercing the dura and migrating downwards a portion of it.¿ on (B)(6) 2011 an MRI demonstrated ¿presence of a dorsal intradural collection extending from approximately mid level of l4 to the very top of s1 with ventral displacement of nerve root sleeves measuring similarsignal characteristics to csf with peripheral enhancement. Cannot exclude abscess however the finding more likely indicative of a dural leak i.e. Favor pseudomeningocele/postoperative seroma. Mass effect on emanating nerve root sleeves in seen with ventral displacement. Obliteration of left recess fat with continued posterior displacement of the left s1 nerve root sleeve identified possibly due to postoperative seroma/hematoma. Cannot exclude residual hnp at this level.¿ on (B)(6) 2011 an MRI demonstrated ¿postoperative changes are present in the left side at l5-s1 with some mildly enhancing granulation tissue in the area but predominant resolution of the extrathecal fluid collection in the region since prior study of (B)(6) 2011. A small residual 5mm rounded fluid collection which shows some mild peripheral ring enhancement immediately adjacent and medial to the left l5-s1 facet joint is identified on the current study and is more likely to represent a small facet joint cyst rather than an epidural abcess.¿ on (B)(6) 2011 patient presents with gallstones and right upper quadrant pain. Patient underwent a laparoscopic cholecystectomy (B)(6) 2011 patient presents with chest pains. An EKG was performed no significant findings. On (B)(6) 2012 patient came in for a follow up. Presents with c/o low back pain. C/o fall slipped. C/o previous surgery. No significant findings, follow up in 4 weeks (B)(6) 2012 MRI of the cervical spine spinal canal: mild congenital narrowing of the ap diameter of the spinal canal from c4-c6 c1-c2:mild hypertropic change c2-c3: right facetarthrosis. Mild right foraminal stenosis. C3-c4: minimal central disc protrusion. Mild to moderate facet arthropathy c5-c6: milddorsal bulge of the disc; more prominent on the right. Mild posterior ligamentous infolding. Mild to moderate spinal canal stenosis on (B)(6) 2012 a CT scan demonstrated ¿l5-s1¿ there is decompression of the thecal sac without residual central canal stenosis. There is obliteration of the left lateral recess likely due to residual posterior disc osteophyte complex and fibrosis with marked decreased filling along the left s1 nerve root which appears compressed. Prominent osteophytic ridging, endplate irregularity and facet arthropathy bilaterally resulting severe left and moderate to severe right foraminal stenosis with mass effect on the exiting bilateral l5 nerve roots as well¿ post laminectomy changes at l4-l5 and l5-s1 with decompression of the thecal sac. Posterior fusion ofright l5-s1 with a fracture of the right s1 screw.¿

Event description:
It was reported that the patient presented with back pain and pain in the left leg. The patient had a lumbar diskogram demonstrating concordant pain at the l5-s1 level. The patient underwent an l5-s1 tlif using nuvasive devices, rhbmp-2/acs, and local bone. No complications were noted. At 50 days post-op, the patient presented with low back pain, post laminectomy syndrome, and pain in the limbs. A CT myelogram was performed which demonstrated ''360 fusion from l5-s1 best assessment of the incorporation achieved on CT exam without convincing instability seen. Blunting asymmetrically of the left s1 nerve root sleeve in addition to minimal blunting of both l5 nerve root sleeves. Mo derate degree of effacement of the ventral subarachnoid space at l5-s1 and a small degree at l4-5. No convincing findings for arachnoiditis is identified.'' At 546 days post-op, the patient presented with low back pain. Radiographic imaging demonstrated no evidence of acute fracture or malalignment. The vertebral bodies and disc heights were in normal limits. Atherosclerotic calcification of aorta was noted. The soft tissue was unremarkable. At 720 days post-op, the patient presented with lumbar radiculopathy. A CT of the lumbar spine demonstrated fusion l5-s1. ''Evolving bony ridging left paracentrally at l5-s1 deforming the left s1 nerve root sleeve protruding by 4-5 mm.'' At 764 days post-op, the patient presented with a lumbar compression fracture. MRI demonstrated ''relative acute fracture at l1 loss of height of 15%with involvement of both the anterior and posterior column. Small degree of bony retropulsion and antropulsion disruption of the anterior longitudinal ligament t12-l1 appears to be present. Findings otherwise appear similar appearance to prior mr exam.'' At 1149 days post-op, the patient presented with a history of lumbosacral nerve root lesion. A CT scan demonstrated ''postop changes with fusion again from l5 to s1 with adequacy positioning incorporation transpedicular screws and rods. Bony plug and orthopedic cage again seen across the disc space demonstrating tenuous incorporation of the left side with failure again of solid osseous incorporation across the right side of the disc space. Posterior bony ridging of 5 to 6 mm again seen left paracentrally with associated facet arthropathy deforming again the left s1 nerve root sleeve similar to the exam of [date] without compromise of the canal. Moderate degree of left peripheral stenosis is seen at this level.'' At 1184 days post-op, the patient presented for revision surgery with constant pain in her back with radiation to the left leg. The patient underwent a revision l5-s1 fusion to treat pseudoarthrosis with extrusion of the interbody device. Per the operative report, intraoperative findings included ''intervertebral device at l5-s1 was piercing the dura and migrating downwards a portion of it.'' Thirty one (31) days after the revision surgery, an MRI demonstrated ''presence of a dorsal intradural collection extending from approximately mid level of l4 to the very top of s1 with ventral displacement of nerve root sleeves measuring similar signal characteristics to csf with peripheral enhancement. Cannot exclude abscess, however, the finding more likely indicative of a dural leak i.e. Favor pseudomeningocele/postoperative seroma. Mass effect on emanating nerve root sleeves in seen with ventral displacement. Obliteration of left recess fat with continued posterior displacement of the left s1 nerve root sleeve identified possibly due to postoperative seroma/hematoma. Cannot exclude residual hnp at this level.'' At 94 days post-op, an MRI demonstrated ''postoperative changes are present in the left side at l5-s1 with some mildly enhancing granulation tissue in the area but predominant resolution of the extrathecal fluid collection in the region since prior study. A small residual 5mm rounded fluid collection which shows some mild peripheral ring enhancement immediately adjacent and medial to the left l5-s1 facet joint is identified on the current study and is more likely to represent a small facet joint cyst rather than an epidural abscess.'' At 402 days post-op, a CT scan demonstrated ''l5-s1'' there is decompression of the thecal sac without residual central canal stenosis. There is obliteration of the left lateral recess likely due to residual posterior disc osteophyte complex and fibrosis with marked decreased filling along the left s1 nerve root which appears compressed. Prominent osteophytic ridging, endplate irregularity and facet arthropathy bilaterally resulting severe left and moderate to severe right foraminal stenosis with mass effect on the exiting bilateral l5 nerve roots as well post laminectomy changes at l4-l5 and l5-s1 with decompression of the thecal sac. Posterior fusion of right l5-s1 with a fracture of the right s1 screw. (B)(4)

Manufacturer narrative:
(B)(4). Review of CT scan dated (B)(4) 2011 of l5/s1 shows screws in good position, but heterotopic bone between dural sac medially and exiting left l5 root causing some l5 root compression. MRI dated (B)(4) 2011 shows partial removal of heterotopic bone, removal of instrumentation on left, intermediate signal material on the left which does not compress dural sac, extending from left canal dorsally to top of spinous process. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: instability and discogenic pain, l5-s1. The patient underwent following procedures: transforaminal lumbar interbody fusion of l5-s1 with pedicle screws at l5-s1 measuring 5.5 x 45, intervertebral device measuring 10mm x 9 x 30. During posterolateral fusion, bilateral removal of lamina for decompression of the nerve roots, and surgical navigation with microscopic dissection. As per the operative notes, ¿I was able to put a 10-mm x 9 x 30-mm intervertebral device filled with bmp, and bone obtained from the laminectomy. A posterolateral fusion was also performed at l5-s1. After this, x-rays were taken and the pedicle screws, intervertebral device, and the rods were in satisfactory position.¿ no intra-operative complaints were reported.